Manufacturer narrative:
Follow-up with the international distributor revealed that the "damaged" spectrum autopass suture passer was returned together with other products to conmed corporation for evaluation. However, tracking information for that shipment was not provided. A review of the complaint receiving record shows the device has not been received to date. In this instance, it is believed that the device might have been lost during transit. Without the actual product, an evaluation could not be performed and the root cause of the reported lower jaw breakage was not able to be determined. However, based on available information and evaluation of similar complaints, the most probable cause of the reported breakage was use related due to excessive force being placed on the instrument. Potential overloading events are varied and includes prying during use or mishandling of the device during cleaning and sterilization. A review of the device history record for this device could not be performed, as the serial number was not provided. A 2-year review of complaint history shows a total of 18 complaints of device breakage and 13 of which were considered reportable events including this one. To date, there have been no patient long term adverse effects resulting from this type of incident or the use of this device. Due to occurrence rate of the reported device breakage, an investigation has been opened to determine if corrective or preventative actions are required. This suture passer is a reusable device that is cleaned and sterilized between uses. The autopass suture passer and needle were released in oct-2014 and the use of this product is technique dependent. The needle shaft and blade are made of (B)(4) super elastic nitinol. A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. The instructions for use (IFU) provides the following contraindications, precautions and warnings: contraindications: pathological conditions in the soft tissue to be repaired or reconstructed which would adversely affect suture fixation. Device is not to be used on bone or similar hard tissue. Precautions: prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. To facilitate sterilization and proper function of the device, clean suture passer properly after each use. Instruments should be stored in the shoulder restoration system tray to protect the features. If used arthroscopically, do not use the suture passer through a cannula less than 5.5mm in diameter. Warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. Device was lost in transit.

Manufacturer narrative:
As reported, the spectrum autopass suture passer is expected to be returned for evaluation. However, as of this filing, the "damaged" passer has not yet been received by conmed. A supplemental and final report will be filed upon the completion of the device evaluation and the complaint investigation. Device has not yet been returned.

Event description:
The user facility reported that during use of the spectrum autopass suture passer in a rotator cuff repair arthroscopy procedure on (B)(6) 2017, the lower jaw of the passer "broke off" while the surgeon was trying to grasp the rotator cuff with the passer. As reported, the breakage occurred when the device entering the patient and it was immediately noticed by the surgeon. The broken piece was safely retrieved with no problems noted. Using a back-up suture passer, the procedure was otherwise completed with no patient injury or surgical delay. This report is filed on the basic of potential for patient injury with recurrence.